Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blank screen. The issue was further described as, ¿pump appeared to be running and green light on left was lit but there was nothing but a blank screen¿ and ¿no rate or volume on the screen¿. This occurred during an unspecified process step in cardiac program department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h5: additional information was added to h3, h6, and h11: h11: the device was received for evaluation. The device was run with different infusion rates, and no display issues were observed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.